Manufacturer narrative:
(B)(4). The complaint states that a loss of connection was reported. A data investigation will not be performed as signal loss up to one hour is within specification. Confirmation of the complaint was undetermined. The probable cause could not be determined. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional event or patient information is available.